Manufacturer narrative:
The customer received a replacement lid and battery. The customer's device was not returned to stryker for evaluation. A cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The product assessment center (pac) technician evaluated the returned lid and battery and was able to verify the reported issue. An evaluation of the lid found that the magnet retainer tabs were damaged and barely held a test magnet in place. The root cause of the reported issue was determined to be customer abuse.

Event description:
The customer contacted stryker to report that the magnet was missing from the lid of their device. This will result in an inability of the device to detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.